Manufacturer narrative:
B5 - updated describe event or problem. Device evaluated by MFR.: synergy xd mr us 4.00 x 12mm was returned for analysis. As the manifold section of the device was not returned with the device, it is not possible to determine the catheter batch. The stent was detached/deployed from the balloon and was not returned for analysis. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual, microscopic and tactile examination of the hypotube found multiple kinks. A break existed in the hypotube. The break was located at 103cm proximal from distal tip of device. The proximal section of the break including the hub section of the device was not returned for analysis. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
It was reported that shaft break occurred requiring additional intervention. The patient presented with peripheral vascular disease and underwent percutaneous coronary intervention. The target lesion was located in the severely tortuous vessel below the knee. A 4.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the shaft broke and had to be snared. Subsequently, a 3.5 x 12 synergy xd drug-eluting stent was deployed. However, upon removal, the shaft broke. The device was removed with no patient complications. It was further reported that there was no stent dislodgement occurred and the second stent was deployed successfully. The device retrieved and no fragments left inside patient body.

Event description:
It was reported that shaft break occurred requiring additional intervention. The patient presented with peripheral vascular disease and underwent percutaneous coronary intervention. The target lesion was located in the severely tortuous vessel below the knee. A 4.00 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the shaft broke and had to be snared. Subsequently, a 3.5 x 12 synergy xd drug-eluting stent was deployed. However, upon removal, the shaft broke. The device was removed with no patient complications.